Event description:
The patient reported that leakage was found due to a broken spike of the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). Baxter received one used set. Visual inspection was performed which revealed a broken spike. Leak testing was performed with no issues noted. Clear passage test was performed with no issues noted. Clamp function test was performed with no issues noted. Sample was confirmed for the reported problem. The lot number is unknown; therefore a batch review cannot be performed. (B)(4), added sample receipt date.